Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the continuous glucose monitor (cgm) graph intermittently displayed incorrect data. There was no reported adverse impact to the customer. At time of follow up, the customer indicated that the issue was resolved. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.